Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 419588 lead, implanted (B)(6) 2008; 694765 lead, implanted (B)(6) 2008.

Event description:
It was reported that the device reached elective replacement indicator (eri) earlier than expected. The device remains in use and will be explanted and replaced at a later date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.